Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported experiencing elevated blood glucose of 380 mg/dl and ketoacidosis in 2009. She was hospitalized and treated with an insulin drip. Her normal blood glucose level is 120 mg/dl. The patient does not believe the infusion device properly delivers insulin. No further information is available. The infusion device was replaced and requested to be returned for evaluation.